Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and severely tortuous right coronary artery (rca). The proximal rca was pre-dilated and a taxus drug eluting stent was placed. Subsequently, the quantum maverick monorail balloon was used to dilate the distal rca. The quantum maverick monorail balloon ruptured during the first inflation at an unknown pressure. The complainant noted that the pressure was under rated burst pressure (rbp). The procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "good."